Manufacturer narrative:
Although no product was returned by the customer because the set was not saved, the complaint of the tubing split and leaked was confirmed per the picture received from the customer. It was observed that the silicone segment part number had a tear near the upper fitment .the root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 1 liter infusion bag of etoposide, doxorubicin and vincristine had been infusing for approximately 22 hours, when the clinician noted a split at the base of the pumping chamber that leaked. There was no report of patient harm.